Event description:
It was reported that after pulling back on the plunger (step 3), the sutures fell out of the system, rendering it useless. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2610 was removed.

Event description:
Subsequent to the initially filed report, additional information received stating this was a venotomy closure of a right common femoral vein using the pre-close technique prior to an atrial fibrillation ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. No additional sutures were attempted and the procedure was continued. The sheath was upsized to 13f, and the procedure was completed. Hemostasis was achieved with a figure eight stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.